Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be damaged. Device underwent functional testing by being powered on. Immediately, device was noted to be double beeping. The cause of the alarm was determined to be the downstream sensor, which was then replaced. The reported customer complaint has been confirmed; however this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy pump had a constant alarm. It was reported the incident did not occur while in use with a patient.